Event description:
It was reported that a lap gastric band procedure was performed in 2008, with no consequences. However, there was some difficulty with the placement of the band as the pt was a large male with a large peri-esophageal fat pad. The pt stated vomiting that same evening and presented to the ER. X-rays were taken the next day, and the pt was diagnosed with a gastric prolapse. The pt was taken back to surgery on the same day, to correct the prolapse. The buckle of the band was unlocked and the band was repositioned. In addition, some fat tissue was removed. The pt was discharged home following the surgery and is reported to be doing fine.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.